Event description:
It was reported that the patient was not able to connect to the heartmate touch. The patient was connected to the power module, but the heartmate touch was not recognizing the connection. Upon investigation, a pin from the patient's controller was found to be lodged in the white data cable of the patient cable. A controller exchange was performed and connection with the heartmate touch was achieved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue was confirmed with the returned system controller (serial # (B)(6)). Visual inspection revealed a lodged pin within the white power connector. The lodged pin originated from the white power connector of the 14v power module patient cable. The socket/pin location is designated as one of the communication lines between the system controller and heartmate touch. The lodged pin prevented connection to laboratory equipment for functional testing. After the lodged pin was removed, the device functioned as intended thereafter. The analysis determined the communication issue was related to the deformed/broken pin, which was severed at the white power connector on 14v power module patient cable. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use, rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 4, system monitor, ¿a flashing communication icon appears at the lower left corner of all system monitor screens. The flashing icon indicates active communication between the system controller and system monitor. If the icon is not flashing or has disappeared, check the system monitor-power module cable connections and restart the system monitor.¿ heartmate 3 instructions for use, rev b, chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide, rev b, under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. No further information was provided. The manufacturer is closing the file on this event.